Event description:
Reportedly, on (B)(6) 2010, the pt came for an emergency follow up on the pacemaker as it was experiencing pacing failure. Since no anomaly was noted from the measurements (lead impedance, pacing threshold, wave amplitude) obtained from the follow up, the ventricular output was reprogrammed to 3.5v from the previous 2.5v programming (the threshold was programmed as 0.75v x 0.37ms). On (B)(6) 2010, the pt was received for an emergency follow up on the pacemaker again as it was experiencing pacing failure. A pacing failure episode from 8:45am was confirmed on an electrocardiograph printout. No movement of the pt was confirmed as the pt was asleep at the time. Since no anomaly was noted from the measurements obtained from the follow up again, and the obtained measurements were similar to the ones which were obtained in the previous follow up on (B)(6) 2010, only the pulse width was reprogrammed from 0.37ms to 0.49ms. On (B)(6) 2010, the pt was transferred to the hospital and a follow up check was carried out on the pacemaker, which revealed no anomaly thus, no parameter was changed. On (B)(6) 2010, a follow up check was carried out on the pacemaker, which revealed no anomaly. Thus, no parameter was changed. On (B)(6) 2010, the pacemaker was replaced and a new ventricular lead was added (the previous ventricular lead remained implanted).

Manufacturer narrative:
July 05, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.